Event description:
Information received that the bed had no head up function. No injury reported.

Manufacturer narrative:
Located the bed in biomed. Technician found the bed had no head up function due to faulty head up valve. Replaced the head up valve to resolve this issue.